Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. It was reported that the needle from the device broke. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr# 1221934-2018-53253].

Event description:
Needle broke off on model number 228151 and the anchor did not deploy on model number 228152. No patient consequence. Action taken for procedure:removed broke needle on model number 2281521 then used another device to complete the surgery. Is the information being submitted for this complaint all the details that are known/available regarding this event?: yes. Additional information received from sales rep: the sales rep stated the doctor used his twelve degree truespan needle first for the meniscal repair. The doctor was putting a lot of force on the device under the femoral head and the needle broke in half. The doctor retrieved the fragment with a grasper, then continued with a 24 degree truespan needle. When the doctor pulled the trigger, the sales rep did not believe the trigger was pulled all the way, and the first implant did not deploy. The implant was at the end of the needle. The doctor then opened another 24 degree needle to complete the procedure. There were no patient consequences or delays. The customer discarded all the devices.